Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified heat damage on the processor board. The reported condition was verified. The device was found out of specification. The customer reported issue of unable to power on was reproduced during evaluation when the pump was unable to power on. The cause was determined to be a failed rear case and heat damage to the processor board. The rear case and processor board were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not boot up. There was no patient involvement. No additional information is available.